Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/5 of his automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from a supply line of the homechoice set for an unk reason. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.